Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a consumer via company rep to our local affiliate (B)(4). This case involves a (B)(6) female who received taking poly-l-lactic acid (sculptra), therapy dates, dosages, indications were not specified. Relevant medical history and concomitant medications were not reported. The pt reports she has received three treatments of poly-l-lactic acid in the last twelve weeks (dosage nos). The pt is unhappy with the results as she can not see any difference. The pt's cheeks started to show lines and needed filling out. The pt stated that the area did not appear to be any different and the lines are still there. Action taken with poly-l-lactic acid was not reported. Corrective treatment if any was not reported. (B)(4).

Manufacturer narrative:
Additional info received on 09/16/2008: the pt noticed that her cheeks now feel slightly bumpy and she is 'extremely unhappy with the procedure. Additional info received on 10/30/2008: (B)(4) results were received. A brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Additional info received 10/13/2008: the physician reports that the pt has not been seen by them since 11/2007 and there is no record of adverse reaction recently. Addendum for follow-up info received on 11/05/2008 from the pt: the pt stated that after nearly six months she seems to be having a result from the treatment. Her cheeks seem to be slightly fuller, although most of her wrinkles are still present. The bumpy feel under her skin feels slightly better as well. The pt is hopeful she will get more improvement over the next few weeks. The pt's last treatment was at the end (B)(6) 2008. No further info expected. Event outcome is recovering.